Event description:
Caller reported that the led lights on the tandem mobi pump were flashing yellow and green, and the cartridge displayed zero despite being filled. There was no adverse impact to the customer's blood glucose level. Customer reset the pump, and technical support discussed what occurs during a pump shutdown due to low power or reset, and reviewed battery best practice tips. Caller was advised to follow up when the pump and app were available to investigate further alerts or alarms.